Manufacturer narrative:
The device was in use for 8 days prior to the shuttle clamp separating from the track. There was no breakage observed on the clamp itself. It is unable to be determined how much force or torque was placed on the et tube and anchorfast device during the turning of the patient that caused the shuttle to separate from the track. . This report or information submitted does not constitute an admission that the device, hollister incorporated, or hollister employee caused or contributed to the reported event.

Event description:
It was reported that while the patient was being turned the shuttle clamp holding the endotracheal tube disengaged from the track resulting in extubation. The patient was reintubated.